Manufacturer narrative:
Other relevant device(s) are: product ID: 9733467, version #: (B)(4). The manufacturer representative went to the site to test the navigation system. The reported issue was not confirmed and no parts were replaced. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a functional endoscopic sinus surgery (fess). It was reported that the system is not pulling up names and then the software goes unresponsive. They could not switch between tasks in the software. Rebooting does not resolve the issue. Navigation was aborted causing less than an hour delay in the procedure. No impact on patient outcome.